Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of a minicap transfer set was slightly cracked in three places. This was noticed during use. The minicap transfer set had been in use for 15 days. To resolve the issue, the minicap transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available, however photographs of the sample were provided for evaluation. A visual inspection of the photographs identified a damaged/cracked light blue main body. The reported condition was verified. The cause of condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.